Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a distributor. The catheter would not be returned to the manufacturer as it was discarded.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 03-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon at a daily dose of 600 ug and 100 ug via an implantable pump. It was reported that there was a catheter tip migration to the epidural space. The event resolved on (B)(6) 2026. Causal relationship to the drug was unrelated. It was stated there was no causal relationship to the catheter, pump, programmer and procedure. It was further reported that in early (B)(6), a patient who had a pump implanted was using 600 ug/day, but it was not effective, so the patient was introduced to their hospital for additional treatment. A catheter problem was suspected, and when a contrast study was performed, it was confirmed that the catheter tip had migrated to the epidural space. Afterwards, a lumbar puncture was performed and a bolus administration was performed, but the effects were observed, so the catheter was replaced. On (B)(6), the catheter replacement surgery was performed and the dosage was 100 ug/day. The attending physician commented that it seemed there was some effect after the new implantation, so the tip might have migrated to the epidural space at some stage.